Event description:
It was reported during a routine follow up that this right ventricular (rv) lead's impedance and threshold measurements were increasing steadily. A lead fracture is suspected, and the physician has scheduled a lead revision next week. At this time, the lead remains in service. No adverse patient effects were reported. Received additional information the lead was explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported during a routine follow up that this right ventricular (rv) lead's impedance and threshold measurements were increasing steadily. A lead fracture is suspected, and the physician has scheduled a lead revision next week. At this time, the lead remains in service. No adverse patient effects were reported. Received additional information that the lead was explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported. Received additional information that the lead will not return for analysis.

Event description:
It was reported during a routine follow up that this right ventricular (rv) lead's impedance and threshold measurements were increasing steadily. A lead fracture is suspected, and the physician has scheduled a lead revision next week. At this time, the lead remains in service. No adverse patient effects were reported.